Event description:
It was reported that bd insyte autoguard would not retract. The following information was received by the initial reporter with the verbatim: the needle is getting stuck. (B)(6)2023 - response from customer. -date of event: 9/12. When the button to retract the needle was pushed the needle did not retract and the needle caught the tubing when pulling it out manually making it necessary to repeat the IV insertion -noted during insertion and afterwards when checking other needles. -this occurred for 2 separate nurses and involved 3-5 patients. - no adverse events or serious injuries. - IV line was inserted using a new box. - patients required additional venipunctures to re insert additional IV lines. It did slightly delay treatment start times. -IV insertion. -no medication used, IV line primed with saline.

Manufacturer narrative:
E1: initial reporter email address- (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: the complaint that the needle was getting stuck could not be confirmed from the five representative 22g insyte autoguard units, which were received in sealed packaging from lot #3030482. A functional test of the returned units revealed that each needle fully retracted. No defects associated with the manufacturing process were identified on the returned samples. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A trend was identified for needle retraction failure complaints and corrective actions will continue to be monitored for effectiveness. A device history record review showed no non-conformances associated with this issue during the production of this batch. Investigation conclusion(s): the defect of failure to retract was not confirmed. Probable root cause conclusion(s): cannot be determined in the absence of a confirmed defect.

Event description:
No additional information.